Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the flow/bubble sensor opens up unexpectedly during treatment. (B)(4).

Manufacturer narrative:
It was reported that the flow/bubble sensor opens unexpectedly during treatment. The pump stopped. No harm to any person has been reported. A getinge service technician (fst) was sent for investigation and repair on 2022-01-24. According to the service order# (B)(4), it could be confirmed that the flow/bubble sensor was damaged. The flow/bubble sensor was replaced and the device was put back in use according to factory's specifications. All function tests are passed. The logfiles can not be provided as the device is on a patient when the fst was on side. As stated from the fst the spring of the flow/bubble sensor was bound up. The fst pried on the spring and than the flow/bubble sensor closes as expected. The most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. Based on the results the reported failure "flow/bubble sensor opens unexpectedly" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. If new relevant information becomes available according to the logfiles the complaint will be reopened.

Event description:
Complaint ID# (B)(4).